Event description:
It was reported that the patient had an infection from the leads. The patient presented to the emergency department (ed) with fever and chills; blood cultures from time of admission grew staphylococcus epidermidis and pseudomonas. A transesophageal echocardiography (tee) showed vegetation on the leads. The system was explanted and not replace. The patient was a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 implantable pacing lead (B)(6) 2013; 6944-65 implantable tachy lead (B)(6) 2002; dtbb1d1 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After the explant procedure for the infection, an echo showed diastolic collapse of the right ventricle with a moderately sized pericardial effusion. It was a pericardial window was performed. No further patient complications have been reported as a result of this event.